Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Event description:
It was reported that noise oversensed on both the atrial and ventricular lead. High thresholds were noted. A possible insulation anomaly was suspected. The lead remains implanted. Leads will be replaced when the ICD is changed out.

Manufacturer narrative:
Analysis of the lead found the outer insulation abraded open on the is-1 branch at 9.3 cm from the pin exposing the proximal coil. The cause of the abrasion was friction with the ICD can.

Manufacturer narrative:
Na